Event description:
The user facility reported that the device did not function from the time of insertion into the im3 bolt. Negative values were obtained. Device was replaced and the replacement catheter functioned properly.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.